Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d)received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The last shock converted the patient's atrial arrythmia. Review found that the patient had received inappropriate therapy eight and half years earlier due to af with rvr when a different crt-d implanted. This crt-d remains in service and no additional adverse patient effects were reported.